Event description:
It was reported, that the patient presented for a scheduled procedure. During the procedure, the patients pressure dropped, while using the laser. CPR was initiated and the open-heart team responded. The physician opened the patient's chest, a tear was noted, in the svc. The patient was put on emergency bypass and transported from the ep suite to the ohs suite. The patient did not survive the operation.